Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a history of a driveline infection and was listed at status 1b for transplant. He received a transplant on (B)(6) 2015.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The percutaneous lead was cut approximately 2" from the pump housing and the severed portion was not returned. The wire pairs from each motor phase had been exposed, stripped, and soldered together, indicating that the pump may have been operated post-explant. The sealed inflow conduit and sealed outflow graft were returned and the sealed outflow graft had been detached from the outlet elbow. The pump appeared to have been exposed to a fixative. Examination of the sealed inflow conduit found thin biological linings that had been exposed to a fixative in the inlet tube and inlet elbow. The depositions were well adhered to the textured surfaces and did not appear large enough to obstruct flow to the pump. The cause of the depositions could not be conclusively determined and the evaluation could not correlate the linings to the reported history of driveline infection. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Electrical continuity testing of the percutaneous lead wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 9 months. The pump is expected to be returned for evaluation. It has not yet been received. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.